Event description:
Pt taken to or on 2/25/96 for exploratory laparotomy for possible intussusception. Pre-operatively, anesthesiologist attempted to insert a triple lumen catheter, however, met resistance after inserting a short distance. Catheter and guide wire were removed. A second attempt was made using a longer catheter. Again, resistance was met and catheter and guide wire removed. A cvp line was ultimately placed in the external jugular vein. Guide wire was removed after successful placement. On 3/1/96, an "opaque wire" in the distal inferior vena cava was noted on thorax CT scan. On 3/11/96 a skeletal survey was performed which revealed a guide wire in the inferior vena cava. On 3/12/96, the guide wire was removed from the internal iliac vein via right groin approach by an interventinal radiologist. Retrieval was what appears to be a retained portion of guideline approx 4 inches in length. Extensive research to identify MFR of medical device has been unsuccessful. According to pt's attending physician, pt did not suffer any injury as a result of retained guide wire.